Event description:
In a prospective, multicenter, randomized, open-label, outcome assessor¿blinded study conducted to determine the "effect of stenting plus medical therapy vs medical therapy alone on risk of stroke and death in patients with symptomatic intracranial stenosis" (the cassiss randomized clinical trial), out of 358 patients eligible, 176 patients underwent medical therapy with subject balloon angioplasty and stenting between 05 march 2014 to 10 nov 2016 and were followed up for 3 years. It was reported in this study that there were 22 events of stroke, tia, cv events (not resulting in death) related to stenting within 3 years. 1. 0-30 days ¿ 7 strokes. A. 5 ischemic strokes (all were ultimately disabling, and none were fatal). B. 2 hemorrhagic strokes (0 were ultimately disabling). 1 cerebellar and occipital hemorrhage that occurred 3 days after percutaneous transluminal angioplasty and stenting (probably related to reperfusion). 1 subarachnoid hemorrhage within 24 hours after percutaneous transluminal angioplasty and stenting (probably related to reperfusion)]. 2. 30 days-1 yr. - 5 strokes. 3. Stroke in the same territory within 2 yr ¿ 17. 4. Stroke in the same territory within 3 yr ¿ 19. No further information is available. Multiple devices were used in conjunction with the subject balloon and there was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any. Therefore, this report addresses all stroke events not resulting in death covered within this literature source.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
In a prospective, multicenter, randomized, open-label, outcome assessor¿blinded study conducted to determine the "effect of stenting plus medical therapy vs medical therapy alone on risk of stroke and death in patients with symptomatic intracranial stenosis" (the cassiss randomized clinical trial), out of 358 patients eligible, 176 patients underwent medical therapy with subject balloon angioplasty and stenting between 05 march 2014 to 10 nov 2016 and were followed up for 3 years. It was reported in this study that there were 22 events of stroke, tia, cv events (not resulting in death) related to stenting within 3 years. 1. 0-30 days ¿ 7 strokes: a. 5 ischemic strokes (all were ultimately disabling, and none were fatal). B. 2 hemorrhagic strokes (0 were ultimately disabling): 1 cerebellar and occipital hemorrhage that occurred 3 days after. Percutaneous transluminal angioplasty and stenting (probably related to reperfusion): 1 subarachnoid hemorrhage within 24 hours after percutaneous. Transluminal angioplasty and stenting (probably related to reperfusion)]. 2. 30 days-1 yr. - 5 strokes, 3. Stroke in the same territory within 2 yr ¿ 17 4. Stroke in the same territory within 3 yr ¿ 19. No further information is available. Multiple devices were used in conjunction with the subject balloon and there was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any. Therefore, this report addresses all stroke events not resulting in death covered within this literature source.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. It cannot be confirmed if the device met specification, as the device was not returned. Stroke and tia(transient ischemic attack) are listed in the IFU as adverse events associated with the use of intracranial angioplasty in stenotic lesions of the intracranial arteries. An assignable cause of anticipated procedural complication, will be assigned to the reported events of patient stroke and patient tia (transient ischemic attack), as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.